Event description:
A surgeon reports a broken haptic was noted following insertion of the intraocular lens (iol). The detached haptic was successfully removed. During the procedure, the capsule tore and a vitrectomy was required. The lens was left in place but was not centered properly. The iol was removed in a subsequent surgery. The replacement lens was placed in the sulcus and the pt is doing well.